Event description:
It was reported that at start-up, the cs300 intra-aortic balloon pump (iabp) alarmed and displayed error code 5. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to evaluate this unit. The fse verified the reported issue but in the logs every code was listed. The fse indicated that this happened before and the fse recalibrated the helium transducer and replaced the datasettes per the service manual. The service manual states if error persists replace the main board. The fse replaced the main board and performed a complete system checkout. The unit passed all testing and was cleared for clinical use. A supplemental report will be submitted upon completion of our evaluation.

Event description:
N/a.

Manufacturer narrative:
Additional information: e1(event site telephone: (B)(6).